Event description:
During routine testing by service personnel (to verify user complaint), unit discharged in an unexpected manner - apparently between power switch and battery charger connector. Unit removedf from service and held, pending medical status of service personnel. Later advisedf that physical therapy would be required, staff still being treateddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-92. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.